Manufacturer narrative:
Unit serial number (B)(6) foot pedal serial number (B)(6) sterimate/handpiece lot number-(202009) handpiece cable lot number-(10200) evaluation tech: gpb root cause: emh hp; cable, conn/gun cable damaged. Debris buildup in the handpiece cable causing poor water flow usb foot pedal charging cable was damage with corrosion inside the usb connecter port handpiece cable harness it was damaged by deration of the water supply line and debris build up. Hardened and deteriorated water supply hose with damaged quick disconnect debris buildup in the water solenoid. Note: will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310 they allege that they had low water flow and the handpiece is heating up, no injury resulted.